Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter remains implanted; therefore, not available for evaluation. Despite attempts, neither case images nor any other additional information has been provided. Based on the information available, the result of the investigation is inconclusive. The event root cause is unknown. The current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. G2 x filter removal warnings: do not attempt to remove the g2 x filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of the instructions for use may affect the recoverability of the device and result in the clinicians' decision to have the device remain permanently implanted.

Event description:
It was reported that during an scheduled filter retrieval it was identified that the filter appeared to have migrated caudally approximately 5 cms, one filter leg appeared to be perforating the cava wall as it extended beyond the contrast column and a second leg appeared to be bent. Reportedly, the trauma patient has a double vena cava and underwent successful implant of two filters. Approximately a month later, during a scheduled retrieval, one of the filters was removed without any difficulties; however, upon identifying the position of the second filter, the physician decided not to retrieve it. There was no report of injury to the asymptomatic patient. The physician is evaluating the course of action.